Event description:
During functional testing by a zoll medical sales representative, the device displayed a "bridge test failed" message. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.